Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/07/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion won't close all the way. This occurred during a case with no harm on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device due to repetitive usage. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.